Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on an unknown date, an acessa procedure was performed successfully with no complaints from the procedure. 6-weeks post-operation the physician discovered an infection and a necrotic uterus. The patient is seeking treatment and the status of the patient is unknown. Additional information received: the patient received unknown concomitant antibiotics, during the procedure the physician did not see evidence of compromising endometrial cavity, he treated a 11 cm fibroid with 13 deployments, patient was seen a few days later and was given IV antibiotics again, and received a laparoscopic hysterectomy and bilateral salpingectomy and enterolysis of adhesions on (B)(6) 2022. Patient was doing fine afterwards. No damage to bowel. No additional information is available.